Event description:
It was reported that during an unknown procedure, a second tlc75 cut but did not have any staple formation, which caused leakage of bowel contents into abdomen intraoperatively. There was a slight delay due to bowel washout. There was no infection. No patient consequence.